Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. The conclusion of the investigation follows: review of the available programmer data confirmed the reported high atrial lead impedance that exceeded 3000 ohms on or before (B)(6) 2022. No other irregularities could be identified with the available data. Based on the reported information, this high impedance measurement initiated in (B)(6) 2022. A lead malfunction is not excluded as a potential cause of the reported high impedance. Since the subject lead remains inactively implanted, no further comment can be made relative to the root cause.

Event description:
At the follow-up on (B)(6) 2022, pacemaker interrogation showed an atrial lead impedance of 3000o or higher. Reviewing the a lead impedance trend, the impedance rose sharply in (B)(6) 2022. The mode was changed to vvi and follow-up.